Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Device manufacturing date is unavailable. Return requested. Replacement thoracic probe shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported the surgeon continued the procedure using a second probe.

Event description:
A medtronic representative reported that, while in a posterior spinal fusion procedure, the site's navlock thoracic probe was damaged. The navlock thoracic probe tip was bent. No further details regarding the damage, or how it occurred, were provided. The procedure was completed using navigation after this event occurred. Delay in therapy was 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction to lot number and associated device manufacture date provided.the hardware investigation found that the reported event was related to a hardware issue. As reported, the tip of the probe was nicked and slightly bent to one side. There was no other damage to the probe. This issue was documented in a medtronic navigation hardware anomaly tracking database.